Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoirs. Inspected 1 of 2 reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test per (B)(4) as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoirs & connector into a (B)(4) pump. Performed pump manual prime. Visual fluid flowing through infusion set and out catheter tip. Conclusion: reservoir not occluded. Remaining 1 of 2 reservoirs found transfer guard needle not center. Unable to pre-fill. (B)(4).

Event description:
Customer reported insulin was not exiting the tubing. He also stated the insulin pump had a max fill reached message. The customer's blood glucose was 125 mg/dl. He also reported insulin was squirting out during a manual prime. The customer was advised that liquid on the inside of the tubing connector can temporarily block the vents that allow proper priming. Troubleshooting found the customer's drive support cap appeared to be normal. The customer was advised his infusion set needed to be changed. No additional information provided.